Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited oversensing and noise. Lead damage was suspected. The lead was replaced on an unidentified date. Details regarding the replacement procedure were not provided. No further information was provided.

Event description:
New information received noted the previously reported right ventricular lead was capped and replaced on (B)(6) 2019. The patient was stable throughout.